Event description:
Baxter received a complaint from a facility involving the automix 3+3/as compounder. According to the facility , they are concerned with the firmware and how it handles water. He stated that he had experienced the is2 alarm only on with the water line. It was not experienced with any of the other lines that carried lipids, aminos, etc. And he did not understand why that would happen. Initially he used the baxter bags; however, they kept coming out. So they tried to push them in further which then would result in the tubing to burst. They then switched over to another brand of bags. Unit is being swapped and tuning will be brought in for evaluation. The customer has requested another transfer set. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is (B)(4) exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an incorrect solution 2 alarm was not confirmed during sample evaluation. A physical inspection of load cell assembly and the pins of all rotors were performed and no problem was found. The unit passed power-up self-test sequence without alarming. Ran 10 wet tests by using sterile water with programmed volume of 40ml, and 1.00 for specific gravity with wat for solution family for all stations. All tests delivered properly and completed without alarming.